Event description:
Nurse reported that in 2003 they had a problem loading new administration sets into the pump. They would get the message "set out". The nurse tried about 6-10 different sets and 2 different pumps and still had the problem. Nurse had an unstable patient and they needed to gravity flow some drips during this time. Nurse found a set and pump that worked without problems and started the patient's infusion on the pump. No patient injury. Two affected sets and the 2 pumps sent to biomed. The biomed was able to recreate the failure with one of the sets received and sent the sets and pump to alaris for investigation. Here again, the failure was able to be recreated with one of the sets received. The set was sent to the plant for further testing.